Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well due to migration. The patient underwent ipg replacement procedure wherein a magnetic resonance imaging (MRI) device was implanted. The patient was doing well postoperatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Correction to blocks b5, d4, and h6 block b3: exact date unknown, event occurred six months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge very well due to migration and could not utilize the therapy any longer. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.